Manufacturer narrative:
The original MDR was submitted as a result of a skin burn under our dispersive electrode pad which may have occurred during a radio frequency ablation procedure. Since the original MDR was submitted, co has received a detailed report on the event from the dr. However, no additional info as to a possible cause for the skin burn was included in the report. The dr. Indicated that correct procedures were followed, and that no fault was found with the equipment. As was noted in the original MDR, the dispersive electrode was discarded after the procedure. Therefore no failure analysis could be performed on it. Co has re-checked co's engineering calculations used to determine the proper dispersive electrode pad size, and found them to be correct. It was originally suspected that the dispersive electrode pad used might have been beyond its expiration date. Therefore, co requested from the dr. Performing the procedure, the expiration date code of the dispersive electrode pad used during the procedure. He responded that it was from a group of pads whose expiration date codes were feb. 1998 or beyond. This was therefore ruled out as a possible cause of the problem. Skin burns are a known, but rare, complication of radio frequency ablation procedures. Of approx. 1300 dispersive electrode pads that we have shipped, this is the only "2nd and 3rd degree skin burn" that we have had reported to co. Because of this rarity, unless a known cause can be determined for a skin burn, it is appropriate to classify them as random events. In this instance, since no obvious cause of the skin burn could be identified, it is considered a random event. Co will continue to monitor all product complaints. Any complaints regarding skin burns will be investigated carefully to insure that the root cause of the portion is found, if such a cause exists. (1) a similar experience was reported in the article, "complications of radio frequency ablations - the french experience." (Arch mal coeur 1996:89:1599-605). In that article it was reported that in 5689 radio frequency ablation procedures performed, there were two instances reported of skin burns.

Event description:
During radiofrequency ablation of liver tumor, percutaneously, pt incurred a 5x4 cm to the back (under the dispersive electrode). Deep second and third degree burn.